Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening of the cup. The following components have no alleged deficiency and were not revised during this surgery: pha0-0238 lot # 1427521 qty. 1.